Event description:
The customer reported to olympus, the connector seal of the evis lucera ultrasound gastrovideoscope was peeling. Inspection and testing of the returned device found adhesive peeling off of tip lid fixing screw. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of peeling connector seal was confirmed. The device evaluation found that due to a pinhole on the distal end, water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end was cracked and detached. There was insufficient adhesive in the screw holes of the distal end. Paint on the air/water-cylinder was peeled. Due to damage on the ultrasonic probe, the number of missing element exceeded the standard value. The acoustic lens was damaged. The objective lens and the connecting tube were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the adhesion peeling could not be determined. Olympus will continue to monitor field performance for this device.